Event description:
Patient in for a routine g button exchange appointment and mother stated that she thought something was ¿growing inside the gtube¿. Upon inspection, ¿mold-like¿ black specks were found on the inside of the base of the g button. The g button was replaced and the affected g button was maintained by our facility staff. Of note, the product was an avanos 14fr, 4.5cm mic key g button placed (B)(6) 2019. The patient is a child who is a trach dependent and medically complex. FDA safety report ID # (B)(4).